Event description:
It was reported that the patient's pump was flipped and the catheter was kinked. The patient underwent revision. Following revision the physician was planning to decrease the patient's dose to 75 mcg/day. No patient symptoms or outcome was reported. The drug contained in the patient's pump was not reported, the manufacturer's device tracking system indicated baclofen. Additional information has been requested, but was not available as of the date of this report.